Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be operated in underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) months. Weight: (B)(6) kg. Height: 61 cm. Gender: female.

Manufacturer narrative:
Investigation: visual inspection: some particles in the delivery liquid and protein deposits on the inlet and outlet spout, but no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and that the shuntassistant 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 valve is not permeable, a computer controlled test is not possible. The shuntassistant 2.0 is operating not within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Device history record (DHR) review: the DHR was reviewed for the reported lot number. The shunt system was inspected as article fx643tt. All parameters were inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Results: first, we performed a visual inspection of the progav 2.0 shunt system. Some deposits on the product and particles within the delivery liquid, but no significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 was not permeable, but met all other specifications. The shuntassistant 2.0 met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation results, we can detect a blockage on the progav 2.0 valve at the time of our investigation. We suspect that the deposits found inside the valve have led to the functional impairment. Deposits caused by substances naturally present in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.